Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was ¿high¿ on cgm. Customer¿s infusion set was pulled out, which contributed to the elevated bg. Customer did not address bg level at time of troubleshooting.